Event description:
On (B)(6)2010, a zoll territory manager received a call from a (B)(6) male, patient's physician. The physician reported that the patient had pass away at home on 07/25/2010 while wearing the lifevest. This patient was wearing a lifevest due to multiple prior vt arrests and suspected long qt syndrome. His ICD was delayed until positive confirmation of long qt syndrome. He was previously resuscitated by the lifevest on (B)(6) 2010 during an episode of vt. The reported time of death was at 9:26 am. The medical examiner reported the patient died due to peritonitis secondary to a ruptured colon as a result of fecal impaction, in turn presumably caused by methadone and opiate abuse. Autopsy also revealed right ventricular dysplasia. Patient's mother is alleging the device malfunctioned because it "was alarming a treatment was about to be delivered and [they] kept hitting the buttons and nothing happened."

Manufacturer narrative:
Device evaluation summary: the patient's monitor (B)(4) has been evaluated. The monitor was fully functional upon receipt at zoll. The recorded data has been downloaded and evaluated. Following, is a summary of the recorded data: the device was started up on (B)(6)2010 at 22:23:35. An arrhythmia detection occurred at 08:52:54,followed by a manual recording at 08:53:21 and four more arrhythmia detections at 08:54:42, 08:55:25, 08:58:03, and 08:59:06. Bradycardia was detected at 08:56:40. ECG reviewal shows at idioventricular rhythm with a rate of 65 bpm, decaying in amplitude. The rhythm then becomes non-sustained vt for 22 seconds with a rate of 157 bpm. The rhythm converts back into an idioventricular rhythm with a rate of 68 bpm. The electrode belt was disconnected at 08:59:12. The device was shutdown at 17:02:xx. Conclusions: the lifevest operated according to specifications and properly detected and alarmed for vt, which spontaneously converted to a slower, more organized rhythm. The lifevest was disconnected approximately 30 minutes before the patient's reported time of death, at which time the patient still had recognizable, non-tachycardic activity. The medical examiner reported the patient died due to peritonitis secondary to a ruptured colon as a result of fecal impaction. Autopsy also revealed right ventricular dysplasia. There is no evidence to support the patient's family's claim that the device malfunctioned. It is possible the family mistakenly believed that pressing the response buttons would deliver a shock. The response buttons are provided for a conscious patient to delay treatment.